Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced allergies and metal toxicity. These events are serious due medical importance and required intervention. Allergy is listed in the reference safety information for essure, while metal toxicity is unlisted. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching and rash. In this case, limited information was provided. In spite of the fact of allergies have not improved after hysterectomy, a contributory role of essure for this event cannot be totally excluded. Although essure releases nickel, the amount is not enough to cause metal toxicity. Thus, this event is assessed as unrelated to essure. Also, non-serious events were reported. As an intervention was required (hysterectomy) this case is assessed as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015. This is a spontaneous case report received from a regulatory authority (case# (B)(4)) in united states on 11-aug-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2008. Consumer reported that since essure implanted she has had over 75 adverse side effects, most side effects disappeared after receiving a hysterectomy to rid her body of all essure and every body organ that was directly contaminated or damaged by essure. She has never had any pre essure medical conditions nor did she visited a doctor except for her annual exam. Since essure was implanted she has had many medical issues and continue to even after removal. She had muscle failure, arthritis chronic fatigue, metal toxicity, asthma, allergies, chronic inflammation and cause enough internal turmoil to cause all the organs to fuse together. Company causality comment: this spontaneous and non-medically confirmed case report refers to na adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced allergies and metal toxicity. These events are serious due medical importance and required intervention. Allergy is listed in the reference safety information for essure, while metal toxicity is unlisted. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching and rash. In this case, limited information was provided. In spite of the fact of allergies have not improved after hysterectomy, a contributory role of essure for this event cannot be totally excluded. Although essure releases nickel, the amount is not enough to cause metal toxicity. Thus, this event is assessed as unrelated to essure. Also, non-serious events were reported. As an intervention was required (hysterectomy) this case is assessed as incident. Technical assessment is expected.